Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not returned.